Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on april 21. The customer¿s blood glucose level was 607 mg/dl at the time of incident. Customer stated that the on saturday afternoon the blood glucose value was 400 mg/dl but the insulin pump showed 115 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. The customer stated no symptoms related to high blood glucose. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.